Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during routine testing at the user facility, the device did not pass the occlusion pressure test. No specific info was provided. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.